Event description:
It was reported following an interventional procedure in which the plunger was removed, no sutures were visible. A second and third proglide were used with the same results. Manual arterial compression was applied to achieve hemostasis. Reportedly, the physician deployed a fourth proglide device into a piece of gauze, after plunger removal, no sutures were visible. A fifth device was deployed into gauze and worked correctly. The physician is reported to be trained in the use of the proglide device. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A link break was detected which would look similar to the reported cuff miss. The cause of the incident was related to the operational context as the device was used in a piece of gauze. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.